Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the implant in the left eye "has not worked." He has seen his surgeon every two weeks for follow up appointments. The consumer reports his surgeon recommended to have lasik surgery "to correct the vision that the toric lens did not correct." Additional information was received from the consumer. According to a letter the consumer sent to the surgeon, he has been seeing his doctor for follow up examinations every two to three weeks for the last six months. He has been using unknown eye drops and is still having trouble seeing out of this left eye. The consumer has seen a retina specialist and was informed there is nothing that the specialist can do to help him. The consumer has also been examined by a refractive surgeon who recommended that he use eye drops for dry eye symptoms. The consumer reported that this was the fourth drop that he has been using since april and the event continues. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).